Event description:
Foreign patient's mother contacted dexcom technical support on (B)(6) 2015 to report permanent out of range signal on (B)(6) 2015. The foreign patient's mother did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).